Manufacturer narrative:
Concomitant: 40027 tissue valve, implanted (B)(6) 2016 product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the left ventricular lead had poor capture, which resulted in the device battery prematurely draining. The lead was capped and replaced, and the device was explanted and replaced. The patient was a participant in (B)(6). No patient complications have been reported as a result of this event.